Event description:
During a pta of the circumflex artery, the dr was turning the handle on the basix inflation syringe. The dr stated that the device was not recording atm's and that the plunger "shot forward" as he was inflating. Prior to this transpiring the physician heard a "pop" and the device "sucked in". The balloon burst and the pt's circumflex artery was dissected. This led to the pt coding on the table. The pt was stabilized and taken to the or for open heart surgery. To the best of merit's knowledge the pt is doing fine to date.